Event description:
It was reported that the procedure was to treat a totally occluded, calcified bifurcation lesion in the proximal left anterior descending and diagonal arteries. The vessels were treated separately, and a stent was then placed to treat the bifurcation. The voyager nc balloon was used for post dilatation of the stent; however, the attempt to aspirate the contrast with the indeflator was unsuccessful and the balloon did not deflate. Pressure was added from 12 atmospheres (atm) to 18 atm, and then reduced, but balloon deflation was not successful. After two minutes, the patients status was concerning; however, the patient did not experience any adverse symptoms. The indeflator was switched for a non-abbott inflation device. The initial attempt to deflate did not work, but after raising the pressure from 12 atm to 18 atm, they succeeded in aspirating the air from the balloon and finished the case. After the procedure, the operator tested the indeflator outside the patient, but the problem was not confirmed. It was noted that the indeflator can not provide enough power for withdrawing the pressure. The physician believed there may be a leak in the indeflator. The voyager nc balloon was prepped inside the patient anatomy. There was no clinically delay in the procedure and the patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, but the reported leak and deflation issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional voyager nc is referenced is being filed under separate medwatch reports. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.